Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the adverse event(s) of chest/retrosternal pain, dyspnea and left-sided pleural effusion (pe) which warranted hospitalization and surgical intervention. Nonetheless, based on the information available, the liberty select cycler can be disassociated from the event(s) as there is no evidence or indication the liberty select cycler malfunctioned or failed to perform as expected. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The patient is known to have a chronic left pe (last evacuated in (B)(6) 2018) and heart failure. A thoracentesis was completed, and cytology confirmed the existence of pleuroperitoneal communication. The increased abdominal pressure which naturally occurs during pd therapy was a contributing factor. The associated chest/retrosternal pain and dyspnea can reasonably be considered byproducts of the underlying pe. Pleural effusions in pd patients are generally attributed to pleuroperitoneal communication, due to increased intra-abdominal pressure from the installation of dialysate during pd therapy. Dyspnea is one of the main side effects of pe¿s (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with their cycler. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was discovered this (B)(6)-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since 2013 was hospitalized on (B)(6) 2019 for chest/retrosternal pain, shortness of breath (dyspnea) and left-sided pleural effusion (pe). The pdrn stated the patient underwent a thoracentesis which confirmed the presence of pd solution in the pleural space, causing the dyspnea. The patient has since recovered from the event(s) and has temporarily transitioned to hemodialysis (hd) until the peritoneum heals. The discharge summary states the patient presented to the emergency room (ER) on (B)(6) 2019 with dyspnea x2 days, a non-productive cough, and chest/retrosternal pain (subsided without intervention). A computed tomography (CT) scan was performed which revealed a moderate left-sided pleural effusion (pe), and the patient was scheduled for a thoracentesis on (B)(6) 2019. It should be noted the patient¿s past medical history includes a chronic left-sided pe (last thoracentesis on (B)(6) 2018). The thoracentesis removed 625ml of fluid from the left lung which was sent for cytology. The culture and sensitivity testing indicated pd solution was present, thus confirming pleuroperitoneal communication as the cause of the pe. It is unclear if the patient performed ccpd therapy on (B)(6) 2019, however the patient was transitioned to hd therapy on (B)(6) 2019. The patient was discharged in stable condition. It is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization.